Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago.

Event description:
It was reported that the patient stopped charging the ipg and it became non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.